Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are not detected and there is a low occurrence rate. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate and confirm by the customer indicated failure mode. Without the defective sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. No actions will be taken at this time; however, we will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: when puncturing the patient who comes to the oncology center, a safety device for the 24g intimate catheter, lot 0065730 did not activated, resulting in loss of the puncture and risk of a work accident - perforation.